Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a system check passed message and all information was erased. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Global testing was performed and failed set time. The receiver log was downloaded and reviewed and firmware errors were observed. The customer's complaint was confirmed for receiver system check message due to receiver firmware error. The root cause of receiver system check message could not be determined due to receiver firmware error.